Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed, 26x3mm target lesion was located in a mildly calcified and severely tortuous left anterior descending artery containing a significant bend between 45 and 90 degrees. Following advancement of a non-bsc guidewire, pre-dilation was performed with an unspecified balloon catheter. The 3.00x28mm promus element drug-eluting stent was then selected and advanced to treat the target lesion, but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were pushed distally. The port was torn. A product mandrel was advanced throughout the entire guidewire lumen without any restrictions noted. Blood residue was noted inside the inflation lumen. The device was inflated to nominal pressure with no leaks noted. The balloon inflated without issues and the stent was deployed. The device was then inflated to rated burst pressure (rbp), without any leak noted. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).